Event description:
It was reported that during a da vinci assisted si cholecystectomy procedure, the surgical staff observed arcing from the wrist of the permanent cautery hook instrument. The initial reporter, whom was presented during the surgical procedure, stated that when the surgeon pressed the foot pedal to release energy, the permanent cautery hook instrument arced from the wrist area and not the intended area where energy should be released at the tip of the instrument. Patient tissue that was being excised as part of the surgical procedure was touching the wrist of the instrument and received energy. When the surgical staff became aware of the permanent cautery hook instrument malfunction, they immediately removed the instrument and replaced it with a monopolar curved scissor instrument to complete the planned procedure. No patient injury, intervention or post-operative complications were reported. The permanent cautery hook instrument will not be returned to isi for failure analysis investigation as the patient was infected with (B)(6) and the hospital has disposed of the instrument.

Manufacturer narrative:
The permanent cautery hook instrument will not be returned for failure analysis investigation as the hospital has discarded the instrument; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the permanent cautery hook instrument was reported to have arced from the wrist area and not the intended area where energy should be released at the tip of the instrument.